Manufacturer narrative:
(B)(4) .

Event description:
A consumer reported the patient suddenly felt shocking in their right arm. An x-ray and electromyogram were going to be done to determine if the patient had a pinched nerve or if the implantable neurostimulator (ins) was causing the shocking. The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.